Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. No patient complications were reported in relation to this event.